Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on february 6, 2014, the handle broke during final tightening of the locking screws. The remaining locking caps were locked with a ordinary screw driver. No further information was provided. Material is available for investigation. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) technologies ¿ (B)(4) manufactured the 10 nm torque limiting ratchet handle, 6mm hxc, lot # 6601922, , dated may 26, 2011, line 5, for (B)(4) parts. The supplier¿s certificate of compliance, dated may 24, 2011, for lot number 6601922, indicates the parts were manufactured to p/n 03.620.061 and the correct material was used, met the correct hardness, and all required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet number (B)(4). There were no mrrs, ncrs, or complaint-related issues with this lot. (B)(4) parts were released to the warehouse on may 27, 2011. The instrument was manufactured to the synthes source control drawing number 03.620.061, released on march 16, 2010. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the part was received assembled, with no visible damage. Avalign - nemcomed manufactured the 10nm torque limiting ratchet handle ¿ 6mm hxc, part number 03.620.061, and lot number 6601922, serial number 09. The screws that hold the ratcheting mechanism were not welded. The original lot number also confirmed that this instrument was manufactured before the change to add the weld to the screws. This instrument has never been returned for calibration; instruments that are returned for calibration are welded. Based on the specifications at the time of the original manufacturing, the root cause determined to be a past revision of the design which has since been updated. The part was returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.